Event description:
It was reported that during the procedure the tips of two screw drivers twisted. An alternate driver was used to complete the case. There were no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The product was not returned and no photos were provided, so an evaluation is unable to be performed. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure the tips of two screw drivers twisted. The reported complaint could not be verified. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause of the screwdriver tip or alignment block fracture, disassembly, or stripping can occur when the driver is over torqued or if there are mating or alignment issues with the screw where the torque is not transmitted adequately from the screwdriver to the screw.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00477.

Event description:
It was reported that during the procedure the tips of two screw drivers twisted. An alternate driver was used to complete the case. There were no reported patient impacts. This is report one of two for this event.